Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the patient feels an occasional shocking sensation while stimulation is on. A replacement charging system, patient programmer and programmer wand were issued to the patient. The manufacturer attempted to contact the patient to conform that the replacement charging system, patient programmer and programmer wand resolved this issue; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.